Manufacturer narrative:
The manufacturer received additional information regarding a ventilator that allegedly exhibited a ventilator inoperative condition. The ventilator was returned to a third party service center for evaluation and the customer's complaint could not be confirmed or duplicated. Routine preventive maintenance was performed on the device. There were no ventilator inoperative conditions observed.

Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. The device was not in patient use. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.